Event description:
It was reported an issue with dafilon suture. The client reported that the thread breaks during surgery. On (B)(6)2022, y.y. Required partial penetrating keratoplasty of the right eye due to corneal perforation of the right eye. At 9:00, the surgery began. At 10:00, the suture broke when the non-absorbable surgical suture was used to suture the corneal graft and the implantation bed. The suture was removed and re-sutured. The suture was completed at 10:15. This event resulted in an increase in the number of incisional closures and surgical time. The suture was used in combination with micro-needle holder and micro-tying forceps. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 360 units. There are no units in our stock. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.